Event description:
It was reported that the head would not raise. A hill-rom service technician found that the CPR lever was stuck. The lever was adjusted for proper operation. Pursuant to our response to warning letter (B)(4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.